Manufacturer narrative:
Follow-up #1 date of submission 05/16/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/06/2014 with the following findings:the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box data revealed no related issues. A low battery warning was reproduced during investigation; the pump¿s audio alert properly functioned.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump did not alarm for two low battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.